Manufacturer narrative:
(B)(4).

Event description:
The event was reported by a customer from (B)(6): "setting up infusion pump began purging itself. Two staff including myself witnessed this- we did not use the pump and returned it to (B)(6). List # 611631101. Delay in therapy: no. Need for medical intervention: no. Additional information received on aug. 05, 2015: no patient was connected to the pump at the time the incident occurred. We programmed the pump under normal continuous infusion in the pca mode. The prime had been completed after the pump was programmed.